Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. The contact was unable to provide additional information as the customer was no available at the time of the reported event. There was no reported impact to the customer's blood glucose level.